Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is atom. This site is an OEM manufacturing site. (B)(4). Investigation summary: no sample was returned. DHR review was performed and no anomaly was found. From the offer provided (photos 2, 3, 4) and the suggestion that it broke during use, this event is presumed to have broken due to locally imposing load in some excessive flexion direction.

Event description:
It was reported that the sp set broke after use.